Event description:
Distributor via biomed reported that a pt was burned while undergoing triple phototherapy from a floor model phototherapy light on and off all day. Burn was noticed by nurse as a red circle on upper abdomen/chest area. Area was treated with antibiotic ointment and covered with gauze. The mark returned to normal color and pt was released from hosp. Discussions between distributor and nurse and biomed, it was revealed that light was too close to pt based on the hospital's own instructions and the light was using a biliblanket bulb.